Event description:
Reportedly, the system fault alarm alarmed while in use on a pt. The pt was transferred to the hospital by ambulance and was switched to another ventilator. Please note that there was no permanent injury reported in this case.